Event description:
An electromechanical ambulatory infusion pump completely lost power during a chemotherapy treatment. It was necessary for the pt to return to the clinic, where they were given a replacement pump. This resulted in an interruption to the pt's therapy and caused an under-delivery of drug to the pt. No pt injury of complications occurred.